Event description:
It was reported that per a remote monitoring transmission, the patient received an intercorporate shock for t-wave oversensing on the right ventricular lead. The patient was noted to feel lightheaded. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d224drg ICD implanted: (B)(6) 2010. (B)(4).